Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced leakage on same day of insertion. The blood glucose level of the patient was 19 mmol/l and site was patient's abdomen. No further information was available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted common device name under d2a, model number, serial number, primary UDI number.

Event description:
To date additional patient or event details have been received which are added h11.